Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the malfunction was due to a broken charged coupled device (ccd) unit. The root cause was not established; however, it is likely attributed to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the bronchovideoscope had no image. There were no reports of patient involvement.